Manufacturer narrative:
The evaluation and repair were performed by the cse who solved the alleged malfunction by upgrading the software to the latest version.

Event description:
The service report shows that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.